Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer added more insulin into the cartridge and reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.